Manufacturer narrative:
Additional information: due to characterization limit e1 (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during inspection, the cardiosave iabp (intra-aortic balloon pump) had helium remaining display malfunction & scroll compressor malfunction. There was no patient involved and no injury or harm reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, e2, e3, e4, g1, g3, g6, h2, h6 (investigation type, investigation findings, investigation conclusion, component code), h11. Full event site address: (B)(6). It was reported that during an inspection at the getinge tokyo office, the cardiosave intra-aortic balloon pump (iabp) had a helium remaining display malfunction. There was about 300 psi of helium, but the helium remaining alarm was going off. There was also a scroll compressor malfunction. A getinge field service engineer (fse) replaced the helium reservoir assembly and the scroll compressor. The unit was in good condition. The following was performed by sapan rana, technician of the maquet failure analysis and testing (fat) department wayne, nj: sr 24 june 2025. The failure analysis and testing department received the following parts associated with this complaint: pn: 0997-00-0565 sn: n/a helium reservoir assy pn: 0119-00-0236 sn: (B)(6) compressor scroll these parts were received with a reported unit failure message of helium malfunction error. The failure analysis and testing dept. Performed a visual inspection, and parts look to in good condition. Installed helium reservoir and compressor scroll into the cardiosave test fixture sn: (B)(6) and tested separately and together to the factory specifications per pn 0002-07-d016 revision f and the cardiosave service manual pn: 0070-00-0639 revision r. Performed all functional tests and passed. Also, passed all manifold leak tests. The fat dept, pumped the unit and did not observe helium malfunction error or leakage. Both parts works correctly. The fat dept. Could not verify the failure message of helium malfunction error. Both parts passed testing. Retaining helium reservoir and compressor scroll in the fat dept. Per procedure 0002-07-d008 rev au. The most probable root cause of the helium reservoir assembly is component reliability or fatigue. The most probable root cause of the scroll compressor is debris or excessive stress or fatigue.